Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, it was noted that the stent struts were lifted and stretched. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. A visual examination of the crimped stent found the stent damaged with struts distorted stretched and lifted from the middle of the stent profile towards the distal end. Struts stretched over the distal balloon and over the bumper tip. The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple severe kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to treat the lesion. However, it was noted that the stent struts were lifted and stretched. The device was removed and the procedure was completed with another synergy stent. No patient complications were reported and the patient's status was stable.